Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient had a cardiac arrest and was treated with external defibrillation. The ICD went into back up vvi mode after that but was restored to normal functions. Patient was in a coma and died of reasons unknown.